Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. No unexpected restart error or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the over delivery. The customer¿s blood glucose level was 250 mg/dl. The customer reported that they had changed battery and made rest everything. The customer stated that the insulin pump was dispensing more insulin than it was supposed to and went through more than what she normally does. The insulin pump will be returned for analysis.